Event description:
Customer reported unexpected negative reactions when crossmatching a group o patient sample with group a donor when performing crossmatches on the echo. The patient sample, which is group a2, was reported as group o on the echo. When crossmatched with a group a donor, results were compatible. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The customer was informed that the crossmatch performed on the echo is a igg crossmatch. The operator manual states in the limitations section, that "the red blood cell crossmatch (igg) is intended only for the detection of incompatibilities due to igg antibodies. The red blood cell crossmatch (igg) is not intended for the detection of incompatibilities due to igm antibodies, such as abo incompatibilities."